Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Ongoing alerts continue for this issue.

Manufacturer narrative:
Further information provided noted that this patient is totally occluded. The implant was achieved through a mini thoracotomy. Sensing and thresholds remain stable. As the patient may not survive a surgical procedure the physician continues to monitor the lead issue.

Manufacturer narrative:
High pacing impedances continue along with noise episodes. The physician elected to reprogram the device and continue to monitor.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range pacing impedances on a non-boston scientific epicardial lead. No adverse patient effects were reported. It was reported that this patient does have breast cancer. Technical services advised the issue should be monitored closely.